Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range pacing impedances. This lead had a normal range of around 500 ohms over the last year but in several daily measurements exhibited readings from 1400 ohms up to greater than 3000 ohms. Technical services (ts) recommended an in-clinic visit for further evaluation. No adverse patient effects were reported. This rv lead remains in service.